Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013 with competitor products. Subsequently, a revision procedure was performed for an unknown reason on (B)(6) 2014. During the revision, the tip of the hex driver fractured inside the cone body trial. The cone body trial was successfully removed, however, the femur was fractured in the process. To finish the procedure, another hex driver was used to implant a cone proximal body that was one size larger than the trial. No fractured pieces fell into the patient, but the procedure was delayed approximately one hour.

Manufacturer narrative:
Date returned to manufacturer field should be left blank as no product was returned. This report is 1 of 3 mdrs filed for the same event (reference 1825034-2014-07604 / 07605 / 07804).

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. During the left total hip arthroplasty on (B)(6) 2013, it was biomet product that was implanted and not competitor products.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed for an unknown reason on (B)(6) 2014. During the revision, the tip of the hex driver fractured inside the cone body trial. The cone body trial was successfully removed, however the femur was fractured in the process. To finish the procedure, another hex driver was used to implant a cone proximal body that was one size larger than the trial. No fractured pieces fell into the patient, but the procedure was delayed approximately one hour.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07604).